Event description:
It was reported that the right ventricular lead had consistently exhibited high impedance over the span of its use. As the patients pulse generator was approaching elective replacement, the physician opted to cap and replace the lead at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.